Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a healthcare professional attempted to place an endurant ii limb delivery system over the wire but the device would not completely cross over the wire. It was reported the wire was removed from the device and a second wire was attempted to be placed through the device but this also did not go through . It was stated that the physician then used a new endurant ii limb which crossed the wire without any issue and the treatment was completed successfully. Per the physician, the cause of the event was due to the device unable to cross over the wire no additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the guidewire lumen of the device was flushed as per IFU. The wires used were a 260cm length non-mdt wire and a 150cm length non-mdt wire.

Manufacturer narrative:
It was reported that there were no kinks visible when the device was opened and there was no kink observed during the attempt to advance the device over the wire. It was also reported that it appeared the physician did apply force to the device to advance over the wire after it had shown resistance to cross the first time. It was reported that the device never entered the accessory sheath or the patients anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the taper tip was slightly curved. The graft cover tip was flared and deformed. A gap of 2.5mm (fail) was observed between the taper tip and the graft cover tip; specification is 0.5mm. Multiple kinks were observed along the graft cover. A 0.035 inch guidewire was loaded via the taper tip and advanced proximally; resistance was noted at the kink site located over the stent stop. The guidewire was loaded via the luer and advanced distally; resistance was again noted at the kink site located over the stent stop. The device was cut back, and the inner removed. The guidewire was loaded and advanced proximally with resistance noted at the kink site. The guidewire was advanced distally and again resistance was noted at the kink site. If information is provided in the future, a supplemental report will be issued.